Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that during surgery, the handle would not ratchet- not able to feed board through. There was no harm or delays. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On december 13, 2019, it was reported that the handle would not ratchet and not able to feed board through. The customer returned a skin graft mesher device, serial number: (B)(6), for evaluation. Product review of the skin graft mesher by zimmer biomet australia on december 12, 2019 revealed that the ratchet gear was jammed and would not rotate; needed lubricated. The comb was out of shape and the service cutter was not able to rotate smoothly. The calibration and sample mesh could not be taken due to the damaged comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet australia on december 12, 2019 which included replacement of the comb and lubricating the ratchet. Skin graft mesher, serial number: (B)(6), was then tested and functioned properly. While the returned product investigation confirmed that the skin graft mesher handle would not ratchet due to a lack of lubrication, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the comb was replaced and the ratchet was lubricated. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.